Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient experienced shortness of breath. The left ventricular lead exhibited loss of capture and low impedance. The lead was explanted and replaced. There were no adverse consequences for the patient.